Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was unknown at the time of incident. The customer stated that the issue still persists even after changing the insertion site, the set and the reservoir. The customer stated that the cannula was not bent. The customer had to discontinue pump use and was following the medical prescription for insulin shots until the replacement pump arrived. The pump was not returned for analysis.